Event description:
On (B)(6) 2015, the reporter contacted animas alleging the ezcarb feature menu was randomly displayed on the display. No additional information was provided and troubleshooting was unable to be completed. It was unknown whether the issue had any effect on insulin delivery. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 04/11/2016-product analysis: the device was returned and evaluated by product analysis on 03/31/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues or abnormal behavior. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump correctly calculated an ezcarb bolus.